Event description:
It was reported that an out of box failure, base not responding event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed top and bottom of case were in excellent condition. No visible contamination found. Customer?s reported issue was not duplicated during power-up. The root cause of the reported issues was determined to be due to base task timeout being non-issue advisory alarm that indicates the pumps wifi connection to the network has been temporary interrupted. Actions taken to mitigate the reported issue: device will be converted to loaner. Repair action will be taken care during loner conversion process.